Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed three misaligned staples at the front. The stapler was returned with the trigger engaged, and there was biological material on the device. The stapler was received with 43 staples left in the cover block. Upon functional testing, after engaging the trigger, no staples fired. The stapler was then disassembled, and the one jammed staple was able to be removed from the cover block. The stapler still did not fire after the removal of the staple. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - staples not firing " was confirmed based upon the sample received. Visual examination of the returned stapler revealed staples that appeared to be aligned at the front of the cover block. Upon functional testing, the stapler was fired into the air and half of the staple formed and protruded out of the cover block, while the other half of the staple got stuck on the staple behind it. The stapler did not fire anymore after that attempt. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The two jammed staples were removed and then measured for dimensional specifications. The two staples were found to be out of specification. A non-conformance was previously opened by the manufacturing site to address this issue. Several actions were taken to address this issue as part of the non-conformance, which was closed on (B)(6) 2024. The returned sample was manufactured prior to these actions on 22sep2023. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.